Manufacturer narrative:
Analysis of the pump revealed pump motor gear train corrosion and/or wear and/or lubrication in which the stall was due to the shaft or bearing. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Corrected information: conclusion code no longer applicable.

Event description:
Additional information received reported the pump was explanted. There was no patient injury and the patient recovered without sequela.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative regarding a patient who was receiving hydromorphone 10 mg/ml at 7.884 mg/day, bupivacaine 3000 mcg/ml at 2365 mcg/day and duraclon (clonidine) 400 mcg/ml at 315 mcg/day via an implantable infusion pump for non-malignant pain and failed back surgery syndrome. It was reported a motor stall was seen at initial interrogation. The patient did not recently have a magnetic resonance imaging (MRI). The pump logs revealed multiple motor stalls and recoveries. The pump stalled on (B)(6) 2016 at 14:14 and recovered on (B)(6) 2016 at 16:43. The pump stalled again on (B)(6) 2016 at 16:11 with no recovery noted. It was noted the patient was in normal environments. The reporter was to follow-up with the hcp. The patient started to experience symptoms of withdrawal including increased pain and discomfort. The event date was reported as (B)(6) 2016 because the issues with the pump began on this date. It was noted the patient did hear the pump alarm, but did not realize it was the pump until last night ((B)(6) 2016). Additional information was received that the patient was scheduled for a replacement. The pump was placed in minimum rate mode and the patient was placed on oral medications until replacement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.